Event description:
It was reported that the 9800 system rear wheel will not steer and the handle is loose. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The steering assembly was adjusted during the service call. The system was tested and found to be working as intended and put back into service.